Manufacturer narrative:
(B)(4). Investigation summary as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.

Event description:
It was reported that during an unknown procedure, the clips that were loaded into lc310 fell out of the clip applier jaws before surgeon approached vessel for ligation. Clips were found to scissor / be misaligned when applied using these appliers. There was no delay to procedure and surgery was successfully completed. There was no adverse event to patient.